Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-06308, 06310. The pt was implanted with three leads from different lots. All possible lots are being reported. It was reported the pt complained her stimulation turns off without prompting. An sjm met with the pt and lead diagnostics showed four contacts have invalid impedance. Reprogramming was unable to captured effective stimulation of all pain areas. The pt is pending f/u with her physician to determine the next course of action.